Manufacturer narrative:
(B)(4). Per the instructions for use, permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, the origin of the cerebral clot is unknown; however, the procedure itself, and the patient¿s advanced age could have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Additional information from the hospital representative indicates the patient was discharged in unknown condition. Approximately one month later, the patient¿s death was identified through obituary review. The cause of death remains unknown. There is no indication of device dysfunction contributed to death. It is unknown if the stroke contributed to the death.

Event description:
Following the tavr procedure, the patient was determined to have had an embolic mca stroke. Pre-procedural CT was not the best quality. The native annulus was approximately 400-410mm2. Peri-procedural tee was used (23 mm) to confirm valve size. Good co-planar angle was obtained. The balloon aortic valvuloplasty (bav) was performed. The 26mm valve was prepped with 2 cc under nomimal (20 cc). The valve was introduced through the sheath, and mounted on the delivery system without difficulty. The valve was advanced to the aortic valve, where it was deployed 50:50. No laa clot was seen on tee peri-procedurally. A new rbbb was noted on EKG following valve deployment. Following the case, the patient was in the cardiac ICU. The heart team was told a couple hours post-procedure that the patient was not speaking and was having difficulty moving her right side. A stroke alert was called. The CT showed a mca stroke. At the time of the report, the patient was in the interventional neuro lab for clot removal; tpa had been given. Additional information from the hospital representative indicates the patient was discharged in unknown condition. Approximately one month later, the patient's death was identified through obituary review. The cause of death remains unknown. There is no indication of device dysfunction contributed to death. It is unknown if the stroke contributed to the death.

Event description:
Following the tavr procedure, the patient was determined to have had an embolic mca stroke. Pre-procedural CT was not the best quality. The native annulus was approximately 400-410mm2. Peri-procedural tee was used (23 mm) to confirm valve size. Good co-planar angle was obtained. The balloon aortic valvuloplasty (bav) was performed. The 26mm valve was prepped with 2 cc under nominal (20 cc). The valve was introduced through the sheath, and it mounted on the delivery system without difficulty. The valve was advanced to the aortic valve, where it was deployed 50:50. No laa clot was seen on tee peri-procedurally. A new rbbb was noted on EKG following valve deployment. Following the case, the patient was in the cardiac ICU. The heart team was told a couple hours post-procedure that the patient was not speaking and was having difficulty moving her right side. A stroke alert was called. The CT showed a mca stroke. At the time of the report, the patient was in the interventional neuro lab for clot removal; tpa had been given.